Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post-market clinical follow-up study indicated that a patient underwent cataract and vitrectomy combined surgery by using ophthalmic forceps and handles. Post-surgery the patient experienced intraocular pressure (iop) (eye unknown) which required unspecified treatment. The current condition of the patient was resolved. No further follow-up will be conducted. This report pertains to ophthalmic handles involved in this reported event.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.